Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in clinic for routine follow-up. Device interrogation revealed, right ventricular (rv) lead noise. Programming changes were performed. The patient was stable.